Manufacturer narrative:
(B)(64. Additional information has been requested, but not yet obtained did this occur during the initial placement of the band? E.g patient receiving the band for the first time. Was the crack in the catheter (band) tubing, tubing strain relief or the connector tube on the port housing? Has a second procedure been schedule to inplant the band? At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric band procedure, intra-operatively, the tube fractured off the port. This as the tube was no more air tight it could not be used. As there was not a replacement product in theatres, the case had to be cancelled and rescheduled. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The following components were returned: the outer lid of the packaging, lot labelling (bd3xv, lot zpbbct, exp. Date: 2017-12). The curved band (lot #znnbbg) with 0.8mm of the catheter. The catheter piece (58cm in length) with the one way valve attached. The port applier. The velocity port (lot # znmbc3) with red safety cap. The locking connector attached with the white tubing strain relief. Upon visual inspection, it was noted that catheter was torn on the catheter connection and that a visible scratch was present on the balloon which was perforated at this site. Review of the product's instructions for use (IFU) indicates that the cautions against damaging any part of the band, it is also noted that detailed instructions regarding proper device manipulation technique are provided. While it is not possible to draw definitive conclusion regarding root cause, it may be tentatively suggested that the catheter may have been damaged when positioning the band through the trocar. Shape at the end of the catheter suggests that an excessive force was applied on the catheter and cause the rupture. The presence of the scratch on the balloon suggests the use of a sharp instrument use (i.e. Grasper). No other evaluation other than outlined above has been performed. Damage on balloon and catheter prevent further testing. A device history record review was performed and no anomalies were found with respect to the manufacturing process. It was also noted that products are 100% inspected prior to distribution, therefore it is unlikely that a manufacturing issue contributed to this issue.